Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Voicemail left for complainant to gather add'l info. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Please note: event description references "two devices of the same lot failed to deflate" therefore; a separate 3500a form has been completed for the other case under (B)(6) and MFR. Report#: 2243969-2014-00188. (This is report 2 of 2 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that two devices of the same lot experienced deflation difficulties on same patient. The nurse attempted to remove device due to impaction and was unable to deflate balloon. The clinician cut the catheter to remove the device. Approximately two days later, a nurse was attempting to place new device in same patient and prior to insertion rn attempted to remove air from balloon unsuccessfully. Nurse then instilled water into balloon and attempted to deflate and could not deflate air or water from balloon. Catheter was not used on patient. It reported that two devices of the same lot failed to deflate.